Event description:
Device 2 of 2. Reference MFR. Report#: 1627487-2013-05197. The patient had two leads (from the same lot). It was reported both leads were explanted and replaced (with a single lead/different model) due to lead migration. Review of the manufacturer's device record database revealed the patient's ipg was also explanted and replaced (with a different model), but the reason is unknown. The patient received excellent coverage post-op.

Manufacturer narrative:
Manufacturer's evaluation: the returned product was not analyzed as there was no alleged failure to meet specification. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.